Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pad of the associated defibrillator would not connect to the multi-function cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical finland evaluated the device and the customer's report was not duplicated. We suspect the multifunction cable (mfc) damage was a factor, but functional. The mfc was replaced as a precaution. The device was recertified and returned to the customer. Zoll medical corporation received the mfc used during the reported event. The mfc was tested with a known good device and passed all functional testing. It's important to note the cable should be visually inspected as part recommended daily visual inspection and replaced if damaged. No trend is associated with reports of this type.